Event description:
The user facility reported that the doctor was doing a complex coronary, involving in-stent restenosis and laser atherectomy. He used 2 runthrough wires and both had part of the distal wire break off and stay in the patient. They tried to snare the pieces unsuccessfully. The patient condition was stable at the end of the procedure. There was no surgery; however, they were unable to remove the wire with snare.